Event description:
A health care professional received a reading of 9.5 from the a1cnow, retested the sample on a different system and received 7.5%. The difference between the readings could be clinically significant. No adverse event alleged. Customer is expected to return the kit for evaluation. A replacement kit was sent.

Manufacturer narrative:
Patient information was not provided.